Event description:
The service repair tech reported that during routine testing of the device at the service center, the main bearing leaked grease. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the roller pump main bearing and bearing seal. Bearing oil/grease has not leaked onto any other components per the fsr. With the bearing and seal replaced and preventative maintenance performed, the system operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.